Manufacturer narrative:
(B)(6) 2015 follow-up: customer reported "feeling much better". The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 443 mg/dl. Customer delivered a correction bolus. During troubleshooting with tandem technical support, insulin-on-board (iob) and how the pump calculates insulin was discussed. Pump history was reviewed and no alarms were shown. Customer indicated that clinical diabetes educator would be contacted if blood glucose level remained elevated.